Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of ten devices. The visual inspection and functional evaluation of the samples had acceptable results. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel surgery laparoscopic procedure, upon knotting off the suture, the device thread broke at the end of the procedure. The thread broke of the needle at the connection it of both needle/thread. Always the same place. Another suture was opened to complete the case. There was not patient injury.